Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted into the patient. According to the complainant, the patient experienced pain & suffering, economic damages, including medical expenses & out of pocket expenses. The physician's office was contacted; it was reported they had not seen the patient since 2009. No further information is available.